Manufacturer narrative:
(B)(4). Sw - 4.11d retainer ring ¿ clear. Insulin pump was returned for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked retainer, cracked case (battery tube), battery tube threads cracked and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube/threads were noted. Additionally, retainer ring damage noted. Pump tested ok. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack around battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.